Event description:
The customer reported that the eico2 functionality was not working properly. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the eico2 functionality was not working properly. There was no negative pt impact. The defibrillator was evaluated by philips. The reported symptom could not be reproduced. The device passed all performance verification testing. We are unable to determine the cause of the reported symptom.